Manufacturer narrative:
The subject device was returned and visually evaluated. The guide wire and back up tabs on the device were found to be bent, which is consistent with the distal tip having seen significant force in use or having hit a hard structure. As reported the surgeon attempted to fixate directly into the cooper¿s ligament. The barrel insert at the distal end of the device was found detached from the cannula assembly and not returned with the sample. The tabs that hold the barrel insert in the cannula had been properly crimped, however, it appears that the damage/bent components contributed to a combination of factors that led to the detachment of the barrel insert on the distal tip of the device. A review of the manufacturing records for this lot found no anomalies. This is the first reported complaint of a detached barrel insert for the subject lot of (B)(4) units manufactured in december of 2016. Based on the available information, the reported problem experienced by the user and the detachment of the barrel insert during the subject product evaluation were due to the damaged components on the distal tip from forces applied to the device. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh." The IFU precautions state, ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." Attempts have been made to gather more information from the user to determine when the component came free and what actions if any needed to be taken. At this time it is not known when the piece came free. If additional information is received, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as provided by the user facility: it was reported that during attempted fixation of a peters promesh in an inguinal lap procedure (tapp) after a few fasteners were deployed from the optifix fixation device, the device no longer works correctly. It was reported that the problem presented after the surgeon attempted to deploy a fastener into the cooper's ligament. The surgeon has been using optifix for 6-months. The sales rep. Has identified with the doctor that attempted fixation into the cooper's may result in suboptimal performance. Another optifix device was used to complete the case. No patient injury was reported. The returned sample was found to have a detached and missing barrel insert. It is not known at this time if the detached component presented while in the body, or after removal. Additional information was requested but to date has not been provided. As the component may have come free in vivo if could require removal of the component, or if undetected be left in the body.

Manufacturer narrative:
Addendum to the initial report. This supplemental MDR is being sent due to additional information provided to davol by the surgeon. The detached barrel insert was not returned with the sample, therefore additional information regarding the whereabouts of the component was requested. The additional information provided confirms that the barrel insert component did not detach while in the patient and was never free in the body.the component detached while outside the patient and then it was discarded. There was no patient injury associated with the event.

Event description:
Information as provided by the user facility: it was reported that during attempted fixation of a peters promesh in an inguinal lap procedure (tapp) after a few fasteners were deployed from the optifix fixation device, the device no longer works correctly. It was reported that the problem presented after the surgeon attempted to deploy a fastener into the cooper's ligament. The surgeon has been using optifix for 6-months. The sales rep. Has identified with the doctor that attempted fixation into the cooper's may result in suboptimal performance. Another optifix device was used to complete the case. No patient injury was reported. The returned sample was found to have a detached and missing barrel insert. It is not known at this time if the detached component presented while in the body, or after removal. Additional information was requested but to date has not been provided. As the component may have come free in vivo if could require removal of the component, or if undetected be left in the body. Addendum: additional information received confirms that the barrel insert did not detach while in the patient and was never free in the body, the component detached while outside of the patient and was discarded.